Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes with moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/12/2017 with the following findings: during investigation, all of the keypad buttons were found to be unresponsive. The keypad was observed to be undamaged. The keypad cover was opened and no contaminants were observed under the contacts. The pump cover was opened and moisture was identified on the keypad flex connector. Unrelated to the original complaint, moisture was observed under the display lens. The battery compartment was found to be cracked below the grip pad to the case seal. A leak test was performed and a leak was identified in the pump casing at a crack between the case seal and keypad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.